Event description:
Pump was reported to overinfuse. Side 1 reportedly delivered 50ml in 4 hours when the pump was programmed to deliver at a rate of 4ml/hr. The pump was programmed with a vtbi of 75ml when there was reportedly only 53ml left in the bag and it is not known why the pump was programmed in this way. The medication involved is not known. No pt injury resulted and no medical intervention was required. No specific patient info was able to be obtained.